Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software; section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason of the call was the patient stated that the communicator was not working with the personal therapy manager (ptm) and was getting "no pump found" message. The patient mentioned that they were told by the medtronic rep they spoke with last thursday that they would be getting a new communicator and did not get one. The agent reviewed information and explained that it had nothing to do with the communicator. The agent walked the patient on resetting the handset and powering the communicator off. The patient tried connecting to the myptm and was able to get retrieving pump settings but it took long time before connecting and phone was slowing down. The agent assisted the patient in deleting the data within the phone and was able to connect without any further issue. The agent was not able grab the handset serial number and app version due to the patient being escalated.